Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device displayed a shock equipment malfunction at power on and would intermittently fail the defib test. There was no patient involvement.